Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy benign surgical procedure, the monopolar curved scissor (mcs) instrument was observed to be pitting early. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor (mcs) instrument was found to have blade damage. Both blade edges were indented. The blade indentation did cause the cut test failure. The cutting edge had corrosion that would have contributed to the blade damage or cutting failure. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.